Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 22 mg/dl. Reportedly, the customer experienced loss of consciousness, and hit head. Customer¿s bg was treated intravenously with saline. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Reportedly, customer reverted to an alternate method of insulin therapy.